Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tfna implants were successfully removed on (B)(6) 2020.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Manufacturing location: (B)(4). Manufacturing date: 27-aug-2015. Expiration date: 01-aug-2025.part number: 04.037.926s, 9mm/125 deg ti cann tfna 360mm/right- sterile. Lot number: 9882641 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns063014 rev b met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection (B)(4) rev a met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 11716 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55;lot number: 9505330. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55; lot number: 7840780; work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 16-mar-2015 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58; lot number: 9851741; work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet, op067988 rev a met all inspection acceptance criteria. Inspection sheet ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80; lot number: 7856958; certified test report supplied by perryman company dated 09-sep-2014 and certificate of test supplied to perryman by howmet castings dated 17-feb-2014 were reviewed and determined to be conforming. Lot summary report dated 19-nov-2014 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria.device history review:04-nov-2020: DHR reviewed by: (B)(4).this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient underwent the open reduction internal fixation surgery for right femoral trochanteric fracture with the tfna nail in question. On an unknown date, the surgeon confirmed that non-union occurred. On (B)(6) 2020, the patient underwent the revision surgery, and in the revision the surgeon found that the nail had been broken under trochanteric femur. No further information is available. Concomitant device reported: unknown screw (part:# unknown; lot# unknown; quantity: unknown); unknown tfna helical blade (part# unknown; lot# unknown; quantity: 1). This pc is related to (B)(4). This report is for one (1) 9mm/125 deg ti cann tfna 360mm/right - sterile. This is report 1 of 1 for (B)(4).